Manufacturer narrative:
The reported issue that about a cracked lvp door was confirmed via pictures attached to trackwise pr; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported a cracked lvp door. The stated that once they change the bezel the door has a tendency to crack either on the top or bottom part of the door. The customer stated "this is not something new and you can look at our account and see how many doors we have ordered from your company in the last year. As you know bd came up with a solution and improved its bezel in the summer of 2017 however the next weakest point is the door and that is where the breakage is occurring now." There was no harm.